Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that did not hold a charge during delivery at the patients room in intensive care unit. The customer stating that they ran the battery module through the battery test to see what the duration of the battery was and the results were start to dead - 1:12 and low to dead -0:09. They did not put the battery module in another unit. The pump shut off during therapy. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.